Manufacturer narrative:
Result: motion interrupt pan.

Event description:
It was reported by service report that the motion interrupt pan was broken. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.